Event description:
It was reported that the customer's insulin pump squirted out insulin during the manual prime process. It was stated that the piston continues moving forward after it makes contact with the reservoir, and insulin squirts out. It was stated that the numbers did not appear on the screen, and the beeps could not be heard. It was stated that the customer changed the infusion set. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was unable to prime during the prime test as a result of a loose drive support disk.